Manufacturer narrative:
(B)(4). Date sent: 7/3/2024. D4: batch # x70557. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: "how did device not work? Malformed clip did device jammed (not fire clips)? No. Did device not feed clips? No. Did device drop or eject clips? Yes. Did device sideways feed clips? No. Did device fire malformed clips? Yes. Did device fire scissored clips? No. If other please specify". Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, clip applier malfunctioned. Unknown if surgery was completed successfully. There was no patient consequences reported. Surgical delay unknown. No other information was provided.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # x70557. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with the shaft bent. In addition, the tyvek was returned along with the device. No functional testing could be performed due to the returned condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. 11 clips were found inside clip track. Additionally, the customer provided photos and two unformed clips were observed. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.